Manufacturer narrative:
It was reported that the patient had loosening of their tibial component. Revision surgery occurred in which the conformis implant was removed and replaced with an off-the-shelf device. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the patient had loosening of their tibial component. Revision surgery occurred in which the conformis implant was removed and replaced with an off-the-shelf device.